Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tha. During the surgery, when the surgeon opened the cement (p/n: 3070040), the ampule had broken, and the liquid had seeped. The surgery was completed with backup devices, and it was unknown whether there was any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:the complaint states: ¿the primary surgery was performed on (B)(4) 2020 via tha. During the surgery, when the surgeon opened the cement (p/n: 3070040), the ampule had broken, and the liquid had seeped. The surgery was completed with backup devices, and it was unknown whether there was any surgical delay. No further information is available.¿ as the product sample was not returned for analysis, this investigation is based on the information contained in this complaint report and is limited. The complaint information describes a broken ampoule. Without a sample or photographs, it is not possible to establish further information for the investigation, such as when this damage originated or how serious the damage is. Retained samples from this lot number were checked for signs of this failure mode, but no further broken ampoules were discovered. Fmea dva-107020-fde rev 9 lines 115, 116, 144 and 145 refer to this failure mode (see attachment ¿ (B)(4).extract from dva-107020-fde.pdf¿. In each case the risk is considered ¿as low as possible¿ and cannot be further mitigated. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate. There is insufficient information to determine root cause for the alleged failure. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot :device history reviewed on 14 july 2020 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4). Units released. Lot expiry date: 30 april 2022.